Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative re-adjusted the calibration of the collimator. The system is operating as intended.

Event description:
The customer reported that the image on the stenoscop system x-ray field was distorted. No pt injury was reported.